Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6 fr sheath after a below the knee percutaneous transluminal angioplasty (pta) intervention procedure. Reportedly, during the puncture of the access site resistance was felt. The proglide device was successfully deployed; however, hemostasis was not achieved. Hemostasis was achieved using manual compression. There was no reported adverse patient sequela. The physician is in training in the use of the proglide device. There was no reported clinically significant delay in the procedure. No additional information was provided.